Event description:
It was reported that during a hysterectomy procedure, the hand activation buttons on disposables did not work. The case was completed by using the foot pedal to activate generator. No patient consequence reported.

Manufacturer narrative:
Date sent 08/14/2007. Info anticipated, but unavailable at this time.